Manufacturer narrative:
(B)(4). This report of use error - reuse of drain line was confirmed. The root cause was not identified. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's technical service center regarding a check lines and bags alarm (B)(4), which occurred on the homechoice (hc) during use during prime. The home patient(hp) was using a drain extension that was used four times. The baxter technical service representative (tsr) had the hp replace the drain extension and remove tape from drain line. The tsr instructed hp to start over with new supplies. The home patient(hp) was contacted on (B)(6) 2011. The hp also stated they are currently performing therapy without any complications. There was patient involvement, but no injury or medical intervention was reported.